Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at levels l3-5. It was reported that "the screw would not accept the set screw." It was reported that the surgeon felt the head was splayed. The screw was replaced and there were no patient complications.

Manufacturer narrative:
The implant was returned to the manufacture for evaluation. The implant was examined and no material damage was noted on head threads; asymmetrical rod witness marks identified on the crown. Functional evaluation of mas with sample set screw found set screw able to be fully engaged into mas head without issue. Dimensional examination of the u-channel found the head splayed open up to +0.1mm out of print specification. Atypical complaint return set screw witness marks noted on rod interface surface, consistent with the rod angulation, which could prevent the rod from fully seating in the mas saddle at final tightening. Inconclusive; unable to determine whether the mas head was splayed as-received, contributing to the cross threading, or as created as a result of mas and set screw misalignment during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.